Event description:
Patient experienced abdominal pain and x-ray showed tubing break. Surgery to explant and replace the access port has occurred. Follow up findings: leakage at or near port tubing connector.